Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691 -2021-06167. Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, after inflation of the valve, the delivery system balloon ruptured. The operator was not able to withdrawal the delivery system back into the esheath. The esheath was removed out of the patient and then attempted to remove the delivery system. The delivery system was stuck half way out of the access site on the right common femoral artery. A vascular cut down was performed to remove the system. Upon inspection of the sheath after removal, sheath distal tip was observed. The patient is stable post procedure.

Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation. A review of imagery of patient's anatomy showed calcification and tortuosity of access vessel. No images of the esheath were provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to sheath distal tip split. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip split was unable to be confirmed. A review of the DHR and lot history did not indicate that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, ''the delivery system balloon ruptured, the operator was not able to withdrawal the delivery system back into the esheath''. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which could possibly lead to the sheath distal tip damage during withdrawal. Available information suggests that procedural factors (withdrawal of burst balloon) contributed to the sheath distal tip damage. However, without a returned device a definite root cause was unable to be determined at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment (pra) escalation and corrective/preventative action (CAPA) are not required.